Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the device screen displayed an "open air discharge" error mesage. The clinicians then obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.